Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. There were no reports of trauma or pt manipulation. Revision surgery is likely. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.